Event description:
It was reported that a spectrum pump experienced system error 105 - pic motor error alarms. There was also no pt injury reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Eval confirmed unit received inoperable due to reported symptom of":device was getting a system error 105" caused by a failed motor. Motor assembly was replaced.